Event description:
It was reported to boston scientific corporation on september 14, 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), in 2006. According to the complainant, the "during procedure, rx cytology brush (cat#4500) was inserted along with this device. When the brush was attempted to remove there was some resistance then it was found that the jacket of this device was peeled. The brush and this device were removed from the scope and the wire was cut by the nipper." The patient's condition at the conclusion of the procedure was reported to be "ok."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3309.

Manufacturer narrative:
A visual examination of the returned device revealed that the wire was fractured at 193 cm from the dream end, and approximately 12 cm of the sheath was torn off of the wire before the fracture point. The two fractured segments were submitted to the analytical lab to determine mode of fracture, and no evidence of a fracture was noted. Both exhibited evidence of being cut or sheared, and the root cause could not be determined.

Manufacturer narrative:
Corrected data: should have been: initial. Initial MDR was: not checked.